Manufacturer narrative:
. The field service engineer (fse) inspected the module, cleaned the sample and reagent lines, adjusted the rinse station fluidics, and cleaned the vacuum circuit. The investigation determined that the event was caused by a misadjustment. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable total protein urine/csf gen.3 and glucose hk gen.3 from several patient samples tested on the cobas 6000 c501 module. The initial results were questioned based on the patient's historical data. The following examples of discrepant results were provided: total protein the initial result from the module was 5.6 mg/l. The repeat result from another device was 7.74 mg/l. Glucose the initial result from the module was 89 mg/dl. The repeat result from another device was 110 mg/dl.